Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported the filament of the freestyle libre sensor remained in customer's skin and caused pain, redness, and swelling. Sensor filament was surgically removed and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
An hcp reported the filament of the freestyle libre sensor remained in the customer's skin and caused pain, redness, and swelling. Sensor filament was surgically removed and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on an extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the reader was reviewed and the DHR showed that no issues were observed on the reader prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.